Event description:
Clinic reported that a laser vision correction patient presented with irregular ephithelium in both eyes post treatment. Anterior basement membrane dystrophy found. Patient had epithelial debridement on (B)(6) 2015. Sans corrected visual acuity (scva) right eye 20/50 and left eye 20/200 (monovision). Noticed irregular orbital scan in both eyes. It was stated that the patient experienced loss of (bcva) as she went from 20/20 to 20/30 post treatment in both eyes. The patient complained of irregular astigmatism, blurry visual acuity that started 2-3 days post lasik that fluctuates and there is no pain or discomfort. Bcva from (B)(6) 2015: right eye pre-op 20/20 .50 x -1.50 x 24, left eye pre-op 20/20 .25 x -.75 x 143. Bcva from (B)(6) 2015: right eye post-op -.50 x -1.00 x 68, left eye post-op -1.75 x -1.25 x 120. It was reported that event is not lasting and disabling and is not significantly interfering with daily activities.

Manufacturer narrative:
There was a typo in follow up MDR#1. The date of ¿(B)(6) 2014¿ was entered; however, the correct date is ¿(B)(6) 2015¿. The statement should read as follows: on (B)(6) 2015 visit, patient had recurrent corneal erosion in right eye with scva 20/30. Account reported on (B)(6) 2015 that patient presented for follow up appointments as follows: on (B)(6) 2015: recurrent corneal erosion in right eye resolved. Epithelium was reported to be within the normal limit (wnl). The patient was to continue with ointment every night at bedtime for 1-2 months and artificial tears as needed. The account reported that the patient¿s symptoms were resolved. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Account reported that 8 months post lasik patient still having issues with recurrent corneal erosion and irregular epithelium. Updated status post debridement is sans corrected visual acuity (scva) right eye 20/40 and left eye 20/100 (mono). Best corrected visual acuity (bcva) 20/20 both eyes. Treatment with muro unguent every night at bedtime, freshkote two times a day, doxy 50mg twice a day. Bcva from (B)(6) 2015: right eye pre-op 20/20 .50 x -1.00 x 88. Left eye pre-op 20/20 -1.50 x -.50 x 130.

Manufacturer narrative:
Date of event is (B)(6) 2015. Initial reporter - initial report mentioned "(B)(6)" in the address. This was a typographical error. Source report: - user facility added. Account reported on (B)(6) 2015 that patient presented for follow up appointments as follows: on (B)(6) 2015, after debridement on right eye a bandage contact lens (bscl) was applied. Patient is expected to have best corrected visual acuity (bcva) of 20/20 right, left. Sans corrected visual acuity (scva) 20/40 right 20/200 left. Cipro was given 4 times a day in right eye. Patient was seen on (B)(6) 2015 epithelium healed in right eye. Bscl removed from right eye. Scva 20/50 right eye 20/400 left eye. On (B)(6) 2015 patient was seen for debridement in left eye per surgeon bscl placed. Cipro for times a day in left eye. On (B)(6) 2015 scva right eye 20/20 left eye 20/80. Bscl removed from left eye and discontinued cipro. On (B)(6) 2015 epithelial debridement was successful. Scva in left eye 20/70 (monovision). On (B)(6) 2014 visit patient was had recurrent corneal erosion on in right eye with scva 20/30. No abrasion found. Epithelium irregular and heaped. Scva in right eye 20/30. Use of muro 128 unguent at bedtime in right eye for 2-3 months. Given predforte artificial tears 4 times a day. Patient complained irregular astigmatism, pain upon awakening in right eye for 5-7 days with blurry vision and light sensitive. Bcva from (B)(6) 2015: right eye post-op not provided. Left eye post-op 20/20 -2.75 x -.75 x 105. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.